Event description:
It was reported that the patient presented for right ventricular (rv) lead implant. During implant a helix break, failure to retract helix, and dislodgement occurred on the rv lead. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, damaged lead and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The measured full helix extension length was within specification. The reported events of helix mechanism issue and lead damage were confirmed. Visual and x-ray inspection found overtorque of the inner coil inside the connector region and twisting of the outer insulation consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to be retracted and extended by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issue and damaged lead was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil and twisting of the outer insulation consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.